Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. Customer stated that he ran out of supplies and his blood glucose readings increased. Customer begun throwing up and went to the hospital. It was noted that the customer was off the insulin pump one day prior to the hospitalization. Customer was hospitalized for two and a half days and was discharged. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.